Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a burn on the light guide lens and due to slipping out of the light guide bundle, the illumination was uneven and due to breakage of the light guide bundle, illumination was poor. In addition to the foreign material on the plastic distal end cover, the evaluation findings are as follows: the grip had a scratch, the air/water cylinder had corrosion, the suction cylinder had corrosion, the air/water cylinder had no color, the suction cylinder had no color, the screw at the top of the body control unit was replaced, due to wear of the angle wire, the play of the "up/down" and "right/left" knob was out of standard, the adhesive on the bending section cover had a crack, and the universal cord had buckling, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the colonovideoscope had a warped yellow beam. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the plastic distal end cover had foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.